Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-02380 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a transbronchial needle aspiration procedure performed on (B)(6), 2012. According to the complainant, the physician was attempting to obtain a sample through the needle. As the needle was deployed, it bent. The bend was located around the weld behind the needle. The physician attempted to complete the case with a second tban device, but the same issue occurred. The physician was unable to complete the case, as additional devices were not available. The device was tested outside of the patient, and was working properly, during preparation. No damage was noted to the device packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The condition of the returned device was not consistent with the complaint incident that the needle was bent. The needle and drive wire were removed from the sheath. The needle was not bent. The drive wire was kinked approximately 3cm and 4.5cm from the distal end of the device. Therefore, the complaint of the needle being bent was not confirmed. Based on the investigation results which indicate that the needle was not bent, rather that the drive wire was bent, this event is no longer considered MDR- reportable. A functional evaluation was performed. When the handle was actuated, the needle extended and retracted without issue. Most likely, due to some operational or anatomical aspect of the procedure, the distal end of the working length became kinked, and the led the customer to be believe that the needle was bent. The most probable root cause for the kinked drive wire is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-02380 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a transbronchial needle aspiration procedure performed on (B)(6), 2012. According to the complainant, the physician was attempting to obtain a sample through the needle. As the needle was deployed, it bent. The bend was located around the weld behind the needle. The physician attempted to complete the case with a second tban device, but the same issue occurred. The physician was unable to complete the case, as additional devices were not available. The device was tested outside of the patient, and was working properly, during preparation. No damage was noted to the device packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.